Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determine that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspected of a possible fracture. There was high impedance and the pacing lead impedance alert was triggered. It was noted that there was nst (non-sustained tachycardia) egms (electrograms) with noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.